Event description:
Thumb tightener plate on astura cage inserter was not functioning properly during case and reportedly felt "stiff" during use, later was found broken off on the drape. Astura rep present and made aware, equipment removed from circulation.